Manufacturer narrative:
(B)(4). Eval, results: (arterial and venous occlusion). Eval results & conclusions: (iliac tortuosity).

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 38 months ago. Aneurysm and vessel morphology at time of implant were not reported. The pt had symptoms for about 4 days prior to coming to ER. It was reported that the pt came in with left limb thrombosis. Eventually ended with a leg amputation (actual date is unk). The cause of the limb occlusion is unk, probably related to iliac tortuousity. No iliac calcification. The pt had complete thrombosis of the left limb of the graft (MFR report # 2953200-2011-00193) and partial thrombosis of the right limb. The right limb was relined with a new endograft. Eventually ended up with a left bka due to failed thrombectomy of the tibial arteries. No add'l clinical sequelae were reported and the pt is fine.